Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This is a spontaneous report by consumer from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies peritoneal dialysis (pd). On an unreported date in 2011, a break in aseptic technique occurred, further described as patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis. Hospitalization was not required. On an unreported date the patient began remedial therapy with fortum (1 gm, ip, every day) and reflin (1 gm, ip, every day). Remedial therapy with fortum and reflin was ongoing. The outcome for the event of peritonitis was unknown. It was not reported if the patient received re-training regarding aseptic technique, therefore an outcome for the event of break in aseptic technique was not reported. Dianeal and extraneal therapies were ongoing. The reporter believed that the event of peritonitis was caused by a break in aseptic technique, and unrelated to dianeal and extraneal therapies. The reporter did not comment on whether the event of break in aseptic technique was related to dianeal and extraneal therapies.